Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be reevaluated at that time.

Event description:
After had received 2 complaints from the same customer, our nurse consulator went to the hospital pick up those samples and the nurse informed her that had occurred another case of catheter breakage. I contact (B)(6), the responsible nurse for reports and she said that the control of material was not informed about this occurrence because they thought that was a sporadic case and was related with the technique. In a meeting with the team, they told to (B)(6) what had happened. The catheter broke in 2 pieces in the catheter extension, and the remanescent part was removed manually. There was no need medical or surgical intervention, there was no harm to the pt.